Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information was requested and the following was obtained: what provisions were made to establish proximal and distal control of the vessel prior to firing? -unk. How many firings of device were used? -7. Was the site of the bleeding identified? -yes, it¿s venae pulmonalis inferior dextra. What was the condition of the staple line at the reoperation? -unk. How was the staple line evaluated in original procedure? - as expected. Which vein was hand sewn in reoperation? -venae pulmonalis inferior dextra.

Event description:
It was reported that a video assisted thoracoscopic surgery, right lower lobectomy procedure was performed the morning of (B)(6) 2014. The surgeon used the device to transect venae pulmonalis inferior dextra. The cut line and b-formed staple line were deployed as expected. No bleeding was found at the vein. The procedure was completed before noon. After twenty minutes, the patient came around from the anaesthetic in the operating room. The patient looked pained suddenly. The chest was opened and about 3000ml blood was found. The surgeon used hand sewing to ligate the vein and cardiorespiratory resuscitation was taken. But the heartbeat disappeared and the patient passed away. The products were discarded after the procedure.